Manufacturer narrative:
(B)(4): no damage was found to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the keypad buttons are intermittently unresponsive. He denied any rips, holes, or tears in the keypad. He stated that the patient wears the pump in a pocket in a case, and does not clean the pump.